Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the therapy team had a 5fr double lumen, where the wire got stuck inside a patient artery. No other details provided, at this time.